Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7081936.

Event description:
It was reported that the patient had an infection and the wound had become dehisced. The infection was located in the right flank incision over the ipg site. Symptom included green drainage. The physician believed that the infection was not device related and that the patient had difficulty with delayed wound healing in the past. The patient was given antibiotics and the patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. The explanted devices were not returned as they were sent to pathology.